Event description:
Material #:8100-032, batch#: 22068486. It was reported by customer that the mixed product received of different bond pocket sizes. Verbatim: rcc received a complaint via email. Mixed product received - different bond pocket sizes. Catalogue number - 8100-032. Lot/serial number - (B)(6). Additional information: due to the fact nonconformity is from another facility I will let you know when samples will be available. Next, we can arrange the shipment. Thank you. Additional information: 1) please let us know once you received the shipping label and the sample has been shipped from your end? / we haven't received shipping label yet. I can organize shipment by myself ( if it possible let me know you carrier account). 2)please return the affected product(s) and any connecting products (with its original packaging if possible) for investigation?/ sample can be returned. Original packaging is not available. 3)please confirm the number of products affected? 1 piece. 4)please confirm the lot number(s)? Lot: 22068486. 5)please confirm the dimensional discrepancy between the intended product and the others that were recevied? Please see attached measurement protocol. 6)please confirm the exact location of the reported fault within the set? Incorrect dimension:

Manufacturer narrative:
(B)(4) made in error. 8100-032 assembly nac-y site (0.160 tubing) OEM is on the cbi-095 attachment I. Per cbi-095 attachment I, this product is exempt from us FDA reporting requirements.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd bd nac y site had mixed products the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached mixed product received - different bond pocket sizes.